Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided and without the device to examine, a definitive cause for the reported difficulties could not be determined; however, factors that may contribute to material ruptures include, but are not limited to, material damage, inflation technique, interactions with other devices, lesion calcification and tortuosity or insufficient preparation prior to use. Factors that may contribute to an activation failure including expansion failures include, but are not limited to, inflation technique, contrast concentration, loose connection with the indeflator, anatomical conditions, contamination in the inflation lumen or damage to the guide wire and/or inflation lumen. Difficult to advance/position may be attributed to several factors including, but are not limited to, product placement technique, guiding catheter support, anatomical conditions, condition of the guide wire, interaction with accessory devices, damage to the catheter, patient disease state, or interaction with previously placed stents. In this case, it is possible the device may have interacted with the heavily calcified, moderately tortuous, 90% stenosed lesion during advancement, as resistance was noted, causing the reported difficult to advance. Further interaction with the challenging anatomy during positioning of the stent may have contributed to the reported material rupture; ultimately causing the reported activation failure; however, based on the information provided and without the device to examine, this cannot be confirmed. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a heavily calcified, moderately left anterior descending artery that is 90% stenosed. The lesion was pre-dilated with a 2.75x15mm non-abbott balloon. A 3.0x28mm xience skypoint stent delivery system was advanced to the target lesion with resistance felt with anatomy. When attempting to deploy the stent the balloon on the delivery system ruptured at 6 atmospheres. The stent remained mounted on delivery system; therefore, simply withdrawn. A 3.0x15mm was used to further dilate and a 2.75x28mm xience skypoint stent was deployed without issue. Post-dilatation was performed with a 3.0x15mm non-abbott balloon. There was no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.